Event description:
During routine check, a tech noticed approx 100cc of blood on the floor and blood was leaking out of the top of venous chamber around the seal. Lines were changed without incident. There were four cases of the same magnitude within one week of this occurrence.